Event description:
The patient reported they experienced fluid retention in their lower body following a new pump and catheter implant. An MRI was scheduled. The patient reported an overdose that occurred in the past. The pump was delivering morphine and an unknown medication. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Patient programmer model# 8835 serial# (B)(4). Catheter model# 8709sc serial# (B)(4) implanted: (B)(6) 2011 explanted:unk... (B)(4).

Manufacturer narrative:
(B)(4).